Manufacturer narrative:
For this complaint it is not possible to determine the point at which the fluidics management system (fms) priming sequence failed. Proper insertion of the fms into the console is important; improper installation of the fms can cause the system to not prime. The wet returned sample was visually inspected and no obvious defects were observed that would have contributed to the reported event. A calibrated console was used to test the sample and the fms cassette primed and tuned with the ultrasonic handpiece successfully and could achieve maximum vacuum. No system message was generated, no fluid or air leaks, and no cracks were observed on the connectors that would have contributed to the reported event. The irrigation and aspiration flow rates were measured and found to be within specifications. The root cause of the customer's complaint could not be established as the returned fms cassette was evaluated and met specifications. After investigation of this complaint, it has been determined that this sample functioned per specifications; therefore, no corrective action is required at this time. Quality assurance has reviewed this complaint and will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported a cassette successfully primed in the third attempt; however, in the chop mode during a cataract procedure, the surgeon stated there was no vacuum. The cassette was replaced and the procedure was completed. There was no harm to the patient.